Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Hardware low level failures alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. Power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. Customer's blood glucose value was unknown. It was stated that the time between low battery alert and replace battery now was very short around 2 hours and that happened a few times. Insulin pump will be returned for analysis.